Event description:
This report is to advise of an incidental finding observed during analysis confirming thermal damage to three pin driver chips on the Printed Circuit Assembly.

Manufacturer narrative:
Damaged components were observed on the antenna transmitting/receiving portions of I3 Printed Circuit Assembly after removal of the 2in x 2in x 0.5in Shield. The damaged components came in the form of three pin driver integrated circuits designated U32, U40, and U42. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.